Event description:
It was reported that alarm 01 was triggered, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed to load a new cartridge and was able to resume insulin successfully. Technical support planned to send a replacement cartridge as requested by the customer.